Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery due to infection. Conversion to a total knee prosthesis.